Manufacturer narrative:
This event occurred in (B)(6). The customer does not have any test strips left to return.

Event description:
The customer questioned inr results for 336 patients tested on a coaguchek xs meter with an unspecified serial number using 5 different strip lots. The customer compared patient results with different strip lots and the siemens thromborel laboratory method. Based on the data provided, the results for 82 patients were discrepant using all 5 strip lots. This medwatch will cover strip lot 33450010. Refer to medwatch with patient identifier (B)(6) for information on strip lot 35350110, medwatch with patient identifier (B)(6) for information on strip lot 35350010, medwatch with patient identifier (B)(6) for information on strip lot 33045912, medwatch with patient identifier (B)(6) for information on strip lot 36144811. All comparison results were obtained within 7 hours of one another. There was no allegation that an adverse event occurred. The customer has no test strips remaining to return for investigation.

Manufacturer narrative:
Relevant retention test strips (lot 334500) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Since no product was returned, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.